Event description:
When inserting balloon catheter in patient and then started pump, the catheter did not expand at tip only partial. Manufacturer response for ultraflex iab, intra-aortic balloon catheter kit (per site reporter). Will follow-up.